Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient was hospitalized dur to high blood glucoseon 12-aug- 2024. Blood glucose the blood gluose was found to be 405mg/dl. No further information available.

Manufacturer narrative:
E1: patient country: spain.